Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: chang, h.c, et al (2016). Hybrid corpectomy and disc arthroplasty for cervical spondylotic myelopathy caused by ossification of posterior longitudinal ligament and disc hernation. World neurosurgery, 95: pages 22-30. Taiwan. This report is for unknown prodisc-c/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: chang, h.c, et al (2016). Hybrid corpectomy and disc arthroplasty for cervical spondylotic myelopathy caused by ossification of posterior longitudinal ligament and disc hernation. World neurosurgery, 95: pages 22-30. Taiwan. This was retrospective review of a study performed between 2011-2014 including adult patients over 18 years of age. They received subaxial hybrid one level accf and cda surgery for contiguous three level csm with opll. All patients had at least twelve weeks of nonoperative treatment prior to surgery. The accf surgery involved a competitor¿s implant; the cda surgery involved prodisc-c or a second competitor¿s implant. A total of 15 patients were included in the analysis with an mean age at time of surgery 55.1 years (plus or minus 12.21 years) and the follow up period was 18.1 months (plus or minus 7.42 months). One patient experienced new onset neurologic deficit; left side of c5 nerve root palsy persisted despite rehabilitation and medication at two year follow up appointment. Concomitant devices report: trabecular metal vertebral body replacement (vbr) (part, lot, and quantity unknown). This is report #1 of #1 for (B)(4). This report is for an unknown prodisc-c with an unknown part number, lot number and quantity.